Event description:
Patient's vena cava measured 20mm in diameter. Tulip filter was placed in 2005 prophylactically for an orthopedic surgery, due to pt's history of dvt. After placing the filter, the pt was released from the hospital. The next day, while in transport, the pt developed abdominal pain for a period of time and returned to the hospital. Angiogram performed observed a migration of the filter, approximately two centimeters, and one of the filter legs located within the renal vein. Physician attempted to retrieve the filter, but was unsuccessful. Filter currently remains at the same location, however, a second attempt at retrieving the filter will be performed once the orthopedic surgery had been performed.